Manufacturer narrative:
A picture was returned showing a plum burette set where leakage is accumulating below the blue clave as well as dripping down the burette. The complaint of leakage can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation; however, pictures were provided by the customer. Investigation is pending.

Event description:
The event involved a plum burette set where it was reported there was leakage from the air vent. The product was replaced. It is anticipated that if it were used for infusion, the IV fluid would have not been able to be infused into the patient, causing the patient discomfort and potentially requiring extended hospitalization. There was patient involvement and no patient harm.